Event description:
The complainant reported that anticoagulant was held due to bleeding from the impella access site. The clinician stated it appears repo hub is out slightly and not sutured. The physician will be notified about securing and optimizing access site. It was further reported that there were a lot of micro bubbles and turbulent flow noted on tee initially but decreased after some time. The patient was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported embolism and access site bleeding has been completed. The impella device was not returned for evaluation. Clinical details provided were sufficient to determine the root cause of the access site bleed. At that time the patient was not on anticoagulation and their act was 368. The purge solution was then switched to d5w and the pump was repositioned. The most likely cause of the major access site bleeding was anticoagulation management. However, clinical details provided were not enough to determine the root cause of embolism. The cause of the embolism was not determined because product was not returned and not enough information was given.